Event description:
Customer experienced a problem with the sharps container. The customer reports that a needle protruded through the seam of a sharp container. This container was being used by a home health nurse. The nurse was transporting the container in their bag and they attempted to dispose of a sharp as they reached in to grab the container they received a needlestick from the needle protruding through the seam of the container. It is suspected that the needle was approximately 22 gauge used to administer a b-12 injection.